Event description:
It was reported that, on the literature review "r3 cup does not have a high failure rate in conventional bearings: a minimum of 5-year follow-up", one (1) patient experienced a intraoperative calcar fracture during the primary thr implantation of an r3-polarstem system. This incident was resolved by implanting a cerclage wire around the calcar fracture. The patient's outcome after this surgery is not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Teoh, k. H., whitham, r. D., golding, d. M., wong, j. F., lee, p. Y., & evans, a. R. (2018). R3 cup does not have a high failure rate in conventional bearings: a minimum of 5-year follow-up. The journal of arthroplasty, 33(2), 460-463. Doi: https://doi.org/10.1016/j.arth.2017.09.059.

Manufacturer narrative:
H10: the study of teoh kh et al. [1] reports "r3 cup does not have a high failure rate in conventional bearings: a minimum of 5-year follow-up". It was reported that one (1) patient experienced a intraoperative calcar fracture during the primary thr implantation of an r3-polarstem system. This incident was resolved by implanting a cerclage wire around the calcar fracture. The patient's outcome after this surgery is not known. As this is a literature complaint, the devices used in treatment, were not returned for investigation. The part and the batch number are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. As no device was received for investigation, a visual inspection could not be performed. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The IFU lists several possible adverse effects resulting from a hip arthroplasty. A medical investigation was conducted. The images provided in the article have been interpreted within the text. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on the conducted investigation the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1] teoh kh, whitham rdj, golding dm, wong jf, lee pyf, evans ar. R3 cup does not have a high failure rate in conventional bearings: a minimum of 5-year follow-up. J arthroplasty. 2018 feb;33(2):460-463. Doi: 10.1016/j.arth.2017.09.059. Epub 2017 oct 7. Pmid: 29107497. Internal complaint reference number: (B)(4).